Event description:
A 60-year old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On october 28, 2024, novocure was informed that on (B)(6) 2024, the patient lost his balance while walking from room to room at home, which led to a fall. As a result, the patient sustained a skin laceration on the scalp that required sutures. The caregiver reported that the device was not a contributing factor to the fall. Additionally, the patient had been experiencing weakness in the days leading up to the fall. Following the incident, the patient temporarily discontinued optune gio therapy and was awaiting clearance from the prescribing physician to resume therapy. The patient's prescribing physician was contacted for additional information without reply.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin laceration cannot be ruled out. The fall, muscular weakness, and balance disorder were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).